Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Evaluation summary: the device was in vivo for approximately 15 days. No x-rays were provided. Operative information from the primary and revision surgery was provided. It is unknown if the devices were implanted with the correct orientation and fit as per the surgical technique. The mating instrumentation used during surgery is unknown. Possible causes for dislocation and instability include one or more of the following: improper shell size selected, incorrect component positioning, femoral component impingement, patient anatomy prone to dislocation, soft tissue imbalance, joint laxity, patient behavior. With the information provided, the exact cause dislocation cannot be determined with certainty. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient was revised due to dislocation and instability.